Manufacturer narrative:
The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, and missing end cap sticker, noted during visual inspection. The device was monitored, all operating currents tested within specification range. No blank display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a blank display. Customer stated that the pump has two cracks that are about 1 inch and a few smaller cracks that are about ¼ inch. There is also a scuff mark on the display screen, but the customer can still read the display screen. The damage is on the reservoir compartment. Customer stated that he bumped up against a counter or something. Insulin pump will need to be replaced. No additional information provided.